Event description:
It was reported the patient experienced increased pain in lower thoracic region traveling to lower abdomen/groin for prior 4-6 months. The event was attributed to abdominal pain. An endoscopy was negative and the patient was sent home. The patient did have a compete si joint fusion operation on 2015-(B)(6), which was reported as not related to the pump therapy. The patient¿s pain did not improve. A MRI was ordered to rule out (r/o) granuloma at the tip of the catheter. The patient was unable to complete the test, and the MRI was planned to be performed prior to the patient next refill in april. The pump had been filled on 2014-(B)(6) and 2015-(B)(6). The pump was increased 10 % to improve patient¿s pain. The patient was tentatively scheduled to have an epidural in (B)(6) sacroiliac (si) pain. The pump was used to infuse dilaudid (concentration 15 mg/ml, daily dose 3.237 mg/day). The start date of intrathecal dilaudid was on 2014-(B)(6) and was on-going. The patient was reported as recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l74359, implanted: 2000-(B)(6), product type: catheter. (B)(4).